Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5 and h6. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time; however, patient factors and progression of disease likely contributed to the event.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted four (4) years, eight (8) months, was evaluated for possible valve-in-valve procedure due to severe prostatic mitral stenosis. It was learned patient did not qualify for valve-in-valve procedure as her neo lvot was only 27. Patient was in congestive heart failure, they did bilateral thoracentesis and CT surgeon determined patient was prohibitive risk for re-do open surgery. Patient was referred to another hospital for evaluation and second opinion for open heart surgery. Unfortunately, patient did not make appointment and was readmitted to hospital and subsequently expired. Cause of death remains unknown.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted for an unknown implant duration is being evaluated for valve-in-valve procedure due to unknown reasons. Procedure has not been scheduled.